Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse connected fiber optic module and was unable to duplicate failure. Failure could be tied to faulty catheter. Equipment passed all functional testing. Unit returned to customer.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Event description:
It was reported that during transport, the cardiosave intra-aortic balloon pump (iabp) had a fiber optic failure. It was noted that failure followed catheter when patient was swapped to another unit. Patient care was not delayed, unit was put out of service. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.